Manufacturer narrative:
Concomitant medical products: 5071-35 lead, implanted (B)(6) 2018, u125 ipg implanted (B)(6) 2018, 3058 ipg implanted (B)(6) 2012, 3889-28 lead, implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that inability to pace at maximum output was observed on one of the patient's epicardial left ventricular (lv) leads. The patient's second epicardial lv lead had exhibited a steady rise in pacing thresholds since implant and was currently unable to pace at maximum output. Both leads were programmed off and remain in the patient. No patient complications have been reported as a result of this event.